Manufacturer narrative:
A visual, functional, and dimensional inspection was performed on the returned device. The reported material separation could not be confirmed. The reported difficult to advance and difficult to remove could not be confirmed; however, it is possible that the guide catheter contributed to the difficulty. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents/complaints from this lot. It was reported that force was used when resistance was encountered. It should be noted that the hi-torque guide wires for pta instructions for use (IFU) states: ¿push, auger, withdraw, or torque a guide wire that meets excessive resistance.¿ in this case, the force used to remove the guide wire from the catheter appears to be a reasonable clinical response. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. In this case, analysis of the returned device was unable to confirm the reported material separation. The guide wire showed no evidence of a break or separation. Additionally, the guide wire was advanced through the returned guide catheter and met resistance, unable to advance past a certain point. The guide wire was then advanced through a proxy device and met no resistance. This suggests the guide catheter was responsible for the reported difficulty during advancement and removal. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
H6: medical device problem code 2017 - excessive force manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.na

Event description:
It was reported that the procedure was to treat a de novo lesion in the peroneal artery with 90% stenosis, heavy calcification and mild tortuosity. The hi-torque (ht) command es guide wire had resistance with the anatomy and the balloon dilatation catheter (bdc) but was advanced to the target lesion. Upon removal with some force, attempted to remove the guide from the bdc but was stuck. All devices had to be removed as a unit and lost access. It was noted that the tip of the guide wire broke into 2 pieces but was in the bdc and nothing was left in the anatomy. Another guide wire was used to continue the procedure. There was no adverse patient effect. Although there was a delay in the procedure, there was no adverse patient effect, hence, did not cause patient harm. No additional information was provided.